Event description:
It was reported that a user received a pairing failed alert when attempting to connect a dexcom g7 sensor to the ilet and requested assistance to reestablish connectivity. Symptoms included no reported adverse physiological effects and no impact to blood glucose levels. Outcomes included successful completion of troubleshooting and education, including toggling between dexcom g6 and g7 settings, restarting the ilet, and advising the user to allow time for pairing. Investigation included user-guided troubleshooting and product use education. Investigation of this case revealed that the device presented a connectivity pairing failure limited to the ilet interface with the dexcom g7. It was concluded that the event involved a device connectivity issue, and the user was advised on steps to restore pairing.